Event description:
It was reported that, "patient was exhibiting pain from heterotropic bone formation and instability. Surgeon removed endo head and sleeve. Surgeon reamed acetabulum and implanted 58 mm shell, 44 mm liner, and 44 mm +5 head. Surgeon reduced hip and found to be stable."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer, as it was discarded by the hosp. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.